Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds due to lead dislodgement was noted on the right atrial (ra) lead.  During the revision procedure the lead was "unresponsive to the j curve on numerous stylets".  The lead was explanted and replaced. No patient complications have been reported as a result of this event.